Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source had water damage inside the unit. The issue occurred during an unknown procedure. There were no reports of patient harm or injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reportable malfunction was confirmed. However, definitive root cause could not be identified. Based on the results of the investigation, probable cause is related maintenance of the device. The subject event can be detected and prevented by implementation in accordance with the below IFU. Dangers, warnings, and cautions avoid using the light source in a dusty environment. This may damage the light source. If fluids are spilled on or into the light source, stop operation of the light source immediately and contact olympus. 4.4 connection of an endoscope before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction. Olympus will continue to monitor field performance for this device.